Event description:
I continue to have ongoing lung issues due to the 3 months of dry bipap machine before machine was sent in for repair and I was given a loaner. (B)(6) was company that I was referred to after sleep study in (B)(6) 2014. My bipap machine of over 5 years malfunctioned toward end of (B)(6) 2019 and notified (B)(6). They tried to fix it 2 times and were unsuccessful. I was forced to use a dry bipap machine (which caused lung problems) until first part of (B)(6) 2019 when they finally gave me "loaner" after I contacted my primary care doctor and neurologists office that prescribed the machine. I also have had 2 ER visits for breathing issues. I took a nasty fall also. My machine was returned to me toward the end of (B)(6) 2019 and it is not set to same specs as previously set. I went through the process of changing my durable medical equipment provider to genesis home medical and had appt.(finally) to have my machine looked at and reset properly. I have been through at least 2 rounds of prednisone. I have been through antibiotics and am currently on an anti inflammatory for my lungs and use 2 different inhalers and was referred to a heart and lung doctor. I have never been a smoker. I feel like I need another round of prednisone or different treatment as I am not getting any better. This all started with the machine malfunctioned as I have never had an issue with my lungs, ongoing for a year and a half in my life. I have no energy, cannot do a whole lot of anything like maintain my yard or work in my garden anymore and these are the highlights of my summers. I need to know what to do now as I have not received any help before regarding issues with (B)(6) dept of human services/tms management(now calling themselves (B)(6) and current nemt broker for (B)(6), (B)(6)/attorney generals office and any other "so-called" advocacy agency or private attorney regarding denied nemt mileage reimbursement. I can only hope that the oig investigation looks into those complaints as I am not the only victim. I contacted (B)(6) as (B)(6) from (B)(6) written correspondence had suggested to file a quality of care complaint and was told they don't file those against dme providers. It seems that dme providers that cause harm to patients are just as immune from accountability and liability as (B)(6) state agencies are who protects the people? I prefer online written correspondence as there has been way too much "he said-she said" when dealing with (B)(6) human services and government. FDA safety report ID# (B)(4).